Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort at the pocket site.

Event description:
A report was received that the patient was complaining about her ipg site. The patient underwent an explant procedure wherein the ipg was replaced with a new one and was moved back to the original location and was sutured in place. The patient was doing well after.

Event description:
A report was received that the patient was complaining about her ipg site. The patient underwent an explant procedure wherein the ipg was replaced with a new one and was moved back to the original location and was sutured in place. The patient was doing well after.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.